Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified.a definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a whitish foreign material inside the air/water tube and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the other evaluation findings are as follows: the flexibility adjustment ring has a scratch; the grip has a scratch; the switch box has a crack; the scope connector case unit has a scratch; the plug unit has a scratch; the scope connector cover unit has corrosion, due to water leakage; the plastic distal end cover has a chip; the connecting tube is snaking; due to wear of angle wire, the bending angle in the up direction does not meet the standard value; and, due to deformation of the bending tube, the bending angle in the up direction does not meet the standard value. The customer stated that reprocessing was completed as per the user's manual. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.